Event description:
It was reported that during preventative maintenance (pm) performed by the customer's biomedical engineer, the transducers for the cs300 intra-aortic balloon pump (iabp) were observed to be out of calibration. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: h6 (evaluation method codes).

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit, and was able to calibrate the transducers within tolerance. However, after a few hours, the shuttle offset drifted out of factory specifications. The stm ordered the necessary parts, and returned at a later date to replace the shuttle transducer. The stm calibrated the transducers and noted that the offsets remained I tolerance. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during preventative maintenance (pm) performed by the customer's biomedical engineer, the transducers for the cs300 intra-aortic balloon pump (iabp) were observed to be out of calibration. There was no patient involved and no adverse event was reported.